Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event inability to communicate was confirmed in the laboratory. The device was tested on the bench and excess current drawn was noted. It is believed the cause of the excess current was a component connection anomaly on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for the procedure the device was not able to interrogate. The device was replaced.